Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Primary surgery on (B)(6) 2019. Revision surgery on (B)(6) 2020 due to infection. Surgeon explanted all components to realise a thorough washing and implanted new size 12 stem, ø24mm glenoid baseplate, ø36 centered glenosphere with screw and ø36/+3 standard humeral cup.